Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis with a cracked housing, worn nub, and the lcd inoperable. The moment the device was powered up the device started double beeping. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed constant no disposable alarm. It was reported that there was no patient involvement. No reported adverse effects.